Event description:
A patient reported they were seen in ER with symptoms of frequent urination and dry mouth. Their ot ii meter allegedly was inaccurately erratic. The result on their meter was 145 mg/dl or 150 mg/dl. The result on the emt meter was "300 something" mg/dl. The time difference between patient's meter and emt was greater than 30 minutes. Treatment was medication for diabetes. No further information has been reported.